Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 50s mg/dl and the paramedics were called. The customer was treated with juice and food. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. During the call, it was found that the customer did not eat the day prior to the event. In the morning she exercised and did not eat. Assisted the caller to run the displacement test and passed. No further information was provided.